Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient lost their patient controller and is unable to disable MRI mode. Surgical intervention may be undertaken to address the issue.